Event description:
An alarm issue was reported with the adc device. The customer reported the low alarm did not sound and as a result, the customer experienced symptoms of hypoglycemia, a loss of consciousness and was unable to self-treat. Customer received third-party intervention who provided " homemade food of bread and lentos, relion glucose tablet" as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphonexr/ os: 15.0/ app: 2.7.3.3641. The customer reported the low alarm did not sound and as a result, the customer experienced symptoms of hypoglycemia, a loss of consciousness and was unable to self-treat. Customer received third-party intervention who provided " homemade food of bread and lentos, relion glucose tablet" as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Low glucose alarm was successfully activated. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The user reported that there were no alarms in the freestyle librelink app. The user stated that the sensor was scanned with the libre 2 reader before scanning using the app. The sensor must be activated using the application in order to enable alarms using the application. If the sensor was activated with the reader, alarms would only be available using the reader, as stated in the user manual. An issue with the librelink application was not identified. Therefore, the complaint is not confirmed. Attempted to replicate the user complaint and were able to successfully receive high/low glucose alarms on ios/fsll. No issues were identified with freestyle libre 2 application. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The customer reported the low alarm did not sound and as a result, the customer experienced symptoms of hypoglycemia, a loss of consciousness and was unable to self-treat. Customer received third-party intervention who provided " homemade food of bread and lentos, relion glucose tablet" as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.